Event description:
The consumer reported that she felt a sharp pain in her left side- the implantable neurostimulator (ins) was on the right side. Afterwards, the patient got a jolt/ shock where the ins was located. The patient checked the ins with her patient programmer (pp) and it was at 0.5v whereas, it had previously been at 0.3v. She lowered it to 0.3v. There was no therapeutic effect since implant and 0.5v was not uncomfortable. The patient modified her dietary habits by drinking more water during the day and watching her sodium. The patient was indicated for gastrointestinal/ pelvic floor. There was no further information provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.